Event description:
It was reported that the touchscreen did not respond properly. There was no reported impact to the customer¿s blood glucose level. No further action was required, as follow-up was declined and no additional information was provided.